Event description:
While performing preventative maintenance on bed, tech found service required light flashing.

Manufacturer narrative:
Tech found that left ucm wasn't working correctly due to fluid ingres, and left ucm cable was pinched. Tech replaced ucm and cable to correct problem. The bed was in storage and no pt impact was reported.